Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to loss of capture. It was believed that the patient experience exit block. The patient experienced lightheadedness due to an underlying rhythm in the 30s. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported.